Manufacturer narrative:
Clinical investigation: . Fluid volume overload (fvo) can reflect a combination of inappropriate prescription, noncompliance, loss of residual renal function, mechanical problems, and peritoneal membrane dysfunction. Without additional information, the cause of the patient¿s fluid overload cannot be determined; however, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient had been hospitalized due to fluid volume overload. No further information was provided. Attempts to follow-up with the pd clinic and patient for additional information were unsuccessful. There was no allegation of a device malfunction or deficiency reported for the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient had been hospitalized due to fluid volume overload. No further information was provided. Attempts to follow-up with the pd clinic and patient for additional information were unsuccessful. There was no allegation of a device malfunction or deficiency reported for the event.